Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Angina is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the xience v 2.75 x 15 mm stent was implanted on (B)(6) 2013. Post deployment, the stent appeared well apposed to the vessel wall; however this was not confirmed via intra-vascular ultra sound (ivus), as ivus was not available at the site. Two days later, the patient was re-admitted to the hospital, due to chest pain. Angiography revealed that the xience v stent was bent at the proximal end. St elevation was also noted. An unspecified non-compliant balloon was used to fully appose the stent. No adverse patient sequela was reported. The patient is reported to be doing fine. No additional information was provided.